Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the profunda via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after shuttling down, the physician removed the sheath but he needed excessive force to retract the shuttle back to the black handle. The advancer tube was not visible and the sealant was hydrated and hanging out of the device. The balloon was deflated and the device was removed. The patient was immediately converted to manual compression (duration unknown) and a femostop was placed. The patient was hospitalized overnight for reasons unrelated to the mynxgrip device / mynxgrip procedure. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1323804) indicated that the device met all established performance criteria prior to shipment.